Manufacturer narrative:
Failure analysis noted that the pump passed the displacement test, rewind, basic occlusion and prime/ compromised force sensor system alarm tests. The pump was stuck in a motor error alarm loop during bolus//basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. There were no leaks inside the reservoir compartment or moisture damage on the motor. The pump had scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 87 mg/dl at the time of incident. The customer stated that the pump alarmed motor error and the reservoir was leaking. He stated that he had an MRI with the pump on the table in the same room. They were unable to clear the alarm. He also stated that the pump was dropped but the customer declined to troubleshoot. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.